Manufacturer narrative:
Visual inspection of the cycler showed no signs of physical damage. There were particulates and visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed. When powering on the cycler, ok, stop, and up/down arrows push buttons illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot: 2230 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A good inverter board was installed and the display became operational. Touch screen test and voltage verification check passed. Vacuum test failed. Vacuum display value reads 162 mbar indicating fluid is present in hp filters. Replace hp3 filter. Vacuum test passed. Vacuum display value reads 151 mbar. System air leak test passed. Valve actuation test failed. Failure due to pneumatic valve 4 intermittent actuating and physical damage. Replaced pneumatic valve 4. Valve actuation test passed. Post-act 2 hours 15 mins 8500ml simulated treatment was performed without any failures. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. Review of the device manufacturing records was conducted. There were no deviations or nonconformance's during the manufacturing process. A device history record review was performed and verified that the results of the in-progress and final quality control testing met all requirements. The reported issue was confirmed, the cause was determined to be a short on the transformer of the inverter board.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during power up before their peritoneal dialysis (pd) treatment. The ok and stop keys were on, however the screen remained blank. The cycler was rebooted, ok, and stop keys lit up but the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.